Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed the interface is broken. There was no associated procedure, adverse consequences patient impact, or significant procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed the interface is broken. There was no associated procedure, adverse consequences patient impact, or significant procedural delays associated with the event.